Manufacturer narrative:
(B)(4) is not applicable for this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2000 mcg/ml at 450 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that probably 2.5 to 3 weeks after implant the catheter became exposed through the skin along the catheter track. The reporter initially reported that it was infected, but then stated they never found any infection. The whole system was explanted. The patient was currently on oral baclofen. Per the reporter, it didn't work and the patient had side effects from it. With regards to patient outcome, the treatment was ongoing. The patient had to wait another 3 months to get a new pump implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.